Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "has a rupture in the capsule, feels pain and the breast is deformed." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side "has a rupture in the capsule, feels pain, the breast is deformed, and capsular contracture baker grade ii." The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "has a rupture in the capsule, feels pain, the breast is deformed, and capsular contracture baker grade ii." The device has been explanted.

Event description:
Patient reported right side "has a rupture in the capsule, feels pain, the breast is deformed, and capsular contracture baker grade ii." Legal representative reported "patient went through an embarrassing, humiliating situation, decreasing the self-esteem" and "swollen". The device has been explanted.

Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2201; f2203.